Event description:
During a coronary intervention, the hub of a cypher select+ stent delivery system cracked. The unit was removed intact and no patient injury occurred. No anomalies had been noted prior to use and the procedure was completed with another unit.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. One non-sterile 2.5/33mm cypher select + was returned for analysis. The hub was vertically cracked, start at injection molding point and concluding at the hub thread. The stent was not deployed and remained in the correct position. No other anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint was confirmed as related to the manufacturing process. Actions have already been initiated to address this failure in the cypher family.